Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the issue in the system logs but was not able to reproduce the issue. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a psc fixture test platform (pftp) where all tests passed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer encountered error 26002 and the universal surgical manipulator (usm)2 led turned red. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse advised the customer to perform an emergency power off (epo) and the error was cleared. However, another error 40084 occurred after epo. The isi tse found error 25733 pointing to the usm2 and advised the customer to press the "recover fault" button and the error was cleared. The customer later called back and reported that a recoverable fault 40100 occurred during the procedure. The customer performed a power cycle per the isi tse's instruction and the error was cleared, but another recoverable fault 26002 appeared right after the power cycle. The customer decided to convert to a laparoscopic surgery. There was no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the surgeon converted the procedure to laparoscopic surgery because of the repeated recoverable faults. The reporter confirmed that the customer added a 5 mm port to match the laparoscopic surgery. The reporter confirmed that the patient tolerated the change and there was no patient injury. The system was checked upon powering, and it initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse identified intermittent error messages and replaced the universal surgical manipulator (usm) to resolve the issue with errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.